Manufacturer narrative:
Correction on initial report: g.4.

Event description:
The syringe module was found to have damaged components.

Manufacturer narrative:
H10: during assessment of the device received for the 8110 syringe recall, multiple issues (unrelated to the recall process) were observed and repaired by service. A review of the device history was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause was identified by service as due to a manufacturing issue (misassembly). The logic/control board was determined to be faulty. The proximate cause was identified by service as due to a software issue. The proximate cause for items 3 through 8 were identified by service as due to wear. There was no reported patient involvement. This device is used for therapeutic purposes. H11:g4

Manufacturer narrative:
Multiple issues were observed with the returned syringe pump and were replaced. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as due to a manufacturing issue (misassembly). The logic/control board was determined to be faulty. The proximate cause was identified by service as due to a software issue. The proximate cause for items 3 through 8 were identified by service as due to wear. The front case was damaged/cracked. The rear case was damaged/cracked. The left iui was corroded. The right iui was corroded. The handle was cracked. The barrel clamp was cracked.

Event description:
The syringe module was found to have damaged components.